Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned for the reported issue of ¿leakage in 5ml emerald blister syringe when attached with bd spinal¿ with lot number: 1510128 regarding item#: 303080 the complaint could not be confirmed, and the root cause is undetermined. Although the reported material number: 303080 is of bd bawal the batch number: 1510128 does not belong to bd bawal. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As no samples and/or photo(s) were received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that syringe 5ml ls 24x1 dn india bp leaked. This occurred on 10 occasions during use. The following information was provided by the initial reporter: leakeage in 5ml emerald blister syringe when attached with bd spinal.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ls 24x1 dn india bp leaked. This occurred on 10 occasions during use. The following information was provided by the initial reporter: leakeage in 5ml emerald blister syringe when attached with bd spinal.